Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure as the patient was hospitalized and another stent was implanted as treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x15mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2014 the patient was discharged home. On (B)(6) 2016 the patient started experiencing shortness of breath. On (B)(6) 2016, the patient was hospitalized for this shortness of breath. Restenosis of the 3.0x15mm xience prime stent was noted and another stent was implanted as treatment. The event resolved and on (B)(6) 2016 the patient was discharged from the hospital. There was no additional information provided.